Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR # 2134265-2018-00584. It was reported that in-stent restenosis (isr) occurred. In (B)(6) 2012, the subject presented with unstable angina (braunwald classification: iib) and was referred for cardiac catheterization. Target lesion #1 was a de novo lesion located in mid right coronary artery (rca) extended to distal rca with 75% stenosis and was 58 mm long with a reference vessel diameter of 3.0 mm. Target lesion #1 was treated with pre-dilatation and placement of 2.75 mm x 38 mm and 2.75 mm x 24 mm promus element plus stents in an overlapping fashion. Following post dilatation residual stenosis was 25%. Target lesion #2 was a de novo lesion located in the right posterior descending artery (r-pda) with 75% stenosis and was 12 mm long with a reference vessel diameter of 2.5 mm. Target lesion #2 was treated with direct placement of a 2.50 mm x 16 mm promus element plus stent. Following post dilatation residual stenosis was 25%. The subject was discharged on aspirin and clopidogrel. In (B)(6) 2015, the subject underwent cardiac catheterization which demonstrated a chronic total occlusion, probable in-stent restenosis, of the study stents implanted in the mid to distal rca in overlapping manner. The subject was scheduled for repeat cardiac catheterization and possible percutaneous revascularization in near future.